Manufacturer narrative:
The medical assessment of the event concluded that the information does not reasonably suggest that the meter caused or contributed to the event. The occurrence of thrombosis of a longtime implanted lvad is quite high and also recurrence rates are high. Without information about results and anticoagulation at the time of thrombosis, there is insufficient information to reasonably suggest the coaguchek contributed to the event. The anticoagulation with heparin from july until august was performed to dissolve the thrombosis of the lvad. Vka cannot dissolve clots, therefore heparin was given, but without success. Reference asaio j. Jan-feb 2016;62(1):33-9. Doi: 10.1097/mat.0000000000000294. Incidence, management, and outcome of suspected continuous-flow left ventricular assist device thrombosis jenica n upshaw 1, michael s kiernan, kevin j morine, navin k kapur, david denofrio. The reporter's meter and test strips, related to this event were unknown and were not returned. The customer's strips lot 48628721, were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. To explain the difference in results, product labeling states, "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation is lay user/patient. Unique device identifier (UDI) (B)(4).

Event description:
We have received an allegation of inaccurate results with the coaguchek xs meter serial number (B)(4), which the customer believes may have contributed to a clot in his left ventricular assist device (lvad) in (B)(6) 2019. The customer believes the meter may have contributed to this event due to a 0.2 inr discrepancy between his meter and a laboratory comparison on (B)(6) 2021. The customer had a meter result of 3.2 inr and a laboratory result of 3.0 inr, and he now assumes that all his past meter results were 0.2 inr higher than what they actually were. Prior to the event, the customer confirmed there were no changes in dose, diet, or health. In (B)(6) 2019, the customer had a clot in his lvad pump. The customer was on a heparin drip from (B)(6) 2019. The customer did not show improvements and on (B)(6) 2019, the customer had his lvad pump replaced. The customer currently "feels pretty good." It was reported that the customer's therapeutic range is 2.0-3.0 inr and tests one time per week. This MDR is being submitted in an abundance of caution.